Event description:
It was reported that the wake button on the pump was extremely difficult to press and required multiple presses to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy as well as using manual injections as needed until the replacement pump arrived.